Event description:
Caller reported that the insulin gauge on the pump displayed an amount different than expected, specifically showing a static fill estimate of 180 units. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller about the possible cause, which was a variance in the measured pressures affecting the fill estimate. Once the insulin remaining matched the static displayed number, the estimate would begin to update normally. The caller understood and acknowledged this explanation.